Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there is a malfunction in the system. The review of system log file showed 'x-ray pc' issues. Upon functional testing, the fse found that there was malfunction with the x-ray pc. To resolve this issue, the philips field service engineer replaced x-ray pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system would not start up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.